Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the flex cable assembly (w09) which connects the power module and the therapy pcb assembly was disconnected from the power module. After reconnection of this cable, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported issue.